Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specifications. An assessment of the system determined the problem was cause by the foot controller cable. A replacement cable was sent to the customer for installation. The investigation is ongoing.

Event description:
The stellaris system shut down during surgery.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.